Manufacturer narrative:
This report is submitted january 10, 2017.

Event description:
Per the clinic, the device was explanted on (B)(6) 2016, due to a performance decrement with device use that could not be resolved. The patient was reimplanted with another cochlear device during the same surgery.